Event description:
Patient had a PICC line placed. The next day, one of the external ports was noted to be leaking and a new PICC line had to be placed. After removal, it was noted that the port that was leaking was cracked. Cause is unknown. Cap was, as always, only hand tightened when PICC line was placed.